Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. The customer did not provide the facility device cleaning disinfection and sanitization (cds) practices. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: tip cfu: no detection bacterial identification: n/a. Sampling from: forceps channel/suction channel cfu: 0cfu bacterial identification: n/a. Sampling from: aw channel cfu: 1cfu bacterial identification: n/a. Sampling from: sub-water channel cfu: 0cfu bacterial identification: n/a. The device evaluation was conducted and the reported event was not confirmed. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Additionally, the foreign material observed in the air/water channel and air/water cylinder could not be identified and a definitive root cause of the issues could not be determined, as there was no deformation observed that might result in the retention of foreign material and no facility device reprocessing information was reported of available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.